Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "system error 322" alarm was confirmed (through history log) but not reproduced during eval. The device was operating out of spec. Past repairs have shown the upper and lower auxiliaries to be the failing components. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms. The software was upgraded per the approved remedial action activities.

Event description:
During baxter's eval of a spectrum pump, it was found that the device had a system error 322 alarm. There was no pt involvement.